Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of three gemini baskets used in the same procedure. It was reported to boston scientific corporation that three gemini stone retrieval baskets were used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, one of the wires on the basket broke while capturing a stone. The same issue occurred with two other baskets. The procedure was completed with another gemini device. There were no patient complications as a result of this event.